Manufacturer narrative:
On 15-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 15.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided rupture. Manufacturers reference number: (B)(4).

Event description:
Two 325cc mentor memorygel breast implant protheses were received by the mentor failure analysis lab on 15-jun-2021 for an event where left-sided rupture was reported. Due to the left-sided rupture, the patient underwent explantation on (B)(6) 2020. The devices were not differentiated for left and right and have the same lot number. Since both devices were observed to be ruptured due to normal wear, and the patient underwent explantation, it was determined on 15-jun-2021 that both devices were believed to be associated with reportable events. This report is for the right-sided prosthesis.